Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had inconsistent ECG tracing. The unit would fill with artifact and disappear with any manipulation of the patient, cable or leads. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: no repair information has been provided at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
N/a.

Manufacturer narrative:
. ICU rn called to report that the ECG tracing was very inconsistent. It would fill with artifact and disappear with any manipulation of the patient, cable or leads. Troubleshooting revealed that it was not the connections of the cable to pump or leads to cable. It was not related to patches, which were changed without improvement. A different cable with set of lead wires fixed the problem. After doing 3 gfe we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it. H3 other text : customer handled the issue.